Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('backaches') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("haemorrhages"), sciatica ("sciatic nerve pain"), multiple allergies ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), dysmenorrhoea ("severe menstrual pain"), blindness ("vision loss"), fatigue ("general fatigue"), personal relationship issue ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (essure device removed). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, urinary tract infection, genital haemorrhage, sciatica, multiple allergies, alopecia, tooth loss, oral disorder, gingival disorder, dysmenorrhoea, blindness, fatigue, personal relationship issue and personality change outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, multiple allergies, oral disorder, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("backaches") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2019. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criteria medically important and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("haemorrhages"), sciatica ("sciatic nerve pain"), multiple allergies ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), dysmenorrhoea ("severe menstrual pain"), blindness ("vision loss"), fatigue ("general fatigue"), personal relationship issue ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (essure device removed). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, multiple allergies, oral disorder, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: on (B)(6) 2021 lawyer's reported patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment. On 09-dec-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('backaches') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("haemorrhages"), sciatica ("sciatic nerve pain"), hypersensitivity ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), dysmenorrhoea ("severe menstrual pain"), blindness ("vision loss"), fatigue ("general fatigue"), partner stress ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (essure device removed). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, urinary tract infection, genital haemorrhage, sciatica, hypersensitivity, alopecia, tooth loss, oral disorder, gingival disorder, dysmenorrhoea, blindness, fatigue, partner stress and personality change outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, hypersensitivity, oral disorder, partner stress, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('backaches') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("haemorrhages"), sciatica ("sciatic nerve pain"), multiple allergies ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), dysmenorrhoea ("severe menstrual pain"), blindness ("vision loss"), fatigue ("general fatigue"), personal relationship issue ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (essure device removed). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, urinary tract infection, genital haemorrhage, sciatica, multiple allergies, alopecia, tooth loss, oral disorder, gingival disorder, dysmenorrhoea, blindness, fatigue, personal relationship issue and personality change outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, multiple allergies, oral disorder, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: on 13-dec-2021 lawyer's reported patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.